Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Thump software was utilized and downloaded trace and history files properly. In further full review, no delivery alarm in the pump history was found on: 02/02/2023 07:18:40.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/02/2023 07:33:00.000 alarmalertnotification faultnumber: nodelivery (7) - during basel. 02/02/2023 07:35:29.000 alarmalertnotification faultnumber: nodelivery (7) - during fill cannula. 02/02/2023 07:18:40.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus/basel/fill cannula. 02/02/2023 16:36:29.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/03/2023 10:52:00.000 to 02/03/2023 11:00:00.000 alarmalertnotification faultnumber: nodelivery (7) - during basel. 02/06/2023 10:26:45.000 to 02/06/2023 21:55:43.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/06/2023 22:01:06.000 to alarmalertnotification faultnumber: nodelivery (7) - during fill cannula. 02/06/2023 22:03:00.000 to alarmalertnotification faultnumber: nodelivery (7) - during basel. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, minor cracked case-corner of belt clip rails, and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Unable to verify for high bg. Moisture damage was confirmed on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alarm and had high blood glucose.  Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.